Manufacturer narrative:
The subject device is not available.

Event description:
During a stent assisted balloon angioplasty procedure, the physician was unable to deploy the stent due to resistance encountered. It was reported that as the physician was removing the stent delivery system, the stent deployed in the guide catheter. The physician continued the procedure with another stent delivery system. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the outer body was compressed, and kinked. The stent was not in the outer body distal shaft nor was it returned. The coating was checked on the outer body and no anomalies were observed with the coating. The inner body dual tapered tip was examined under magnification and was found to be conforming to its visual specifications. The inner body bumper marker was examined and no anomalies were observed. The dimensions which could be measured for the outer body and inner body were conforming to their required dimensional specifications. The functional evaluation could not be performed as the stent was not returned. However, the inner body was advanced and withdrawn in the outer body. There was a lot of friction while the outer body was being advanced and withdrawn. The inner body microcatheter was kinked on its middle shaft. The anomalies found on the products are known to affect the functional performance of the products. The stent appeared to be deployed by advancing the inner body. The reported and observed damages are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy; inadequate flush; locked rhv; a steam shaped tip or the tip being locked in the outer body. Because of the high friction, it was reported that the physician applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the outer body catheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. Information available indicated that the 89% stenosed lesion may have contributed to difficulties deploying the stent; however, it is not likely that the stenosis contributed to the reported difficulty because another stent was able to be deployed in the lesion normally. Based on this information, the cause of the reported and analyzed anomalies could not be definitively determined.

Event description:
During a stent assisted balloon angioplasty procedure, the physician was unable to deploy the stent due to resistance encountered. It was reported that as the physician was removing the stent delivery system, the stent deployed in the guide catheter. The physician continued the procedure with another stent delivery system. There were no reported clinical consequences to the patient due to this event.